Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. In addition, it was reported that the wake button was unresponsive. Multiple attempts were made by tandem's technical support to obtain additional information and complete troubleshooting; however, a response was not received.